Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 280 mg/dl. A correction bolus via pump was administered to address the bg level.customer loaded several new cartridgesto resolve the issue however the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level.